Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that there was a problem with the knife blade. Picture examples showed that the knife became damaged. There was no patient injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.